Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on esc and act button. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube and minor scratches on display window noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a battery out limit alarm. The customer¿s blood glucose level was 128 mg/dl. The customer states the alarm occurred after battery change. The customer states received multiple battery out limit alarms. Instructed the customer to insert a new battery the customer states alarm reoccurred in less than 1 minute. Advised pump will need to be replaced. The insulin pump will be returned for analysis.